Event description:
Resident physician was repairing perineal laceration following vaginal birth. Resident was using the following suture 3-0 vicryl on a CT-1. When suturing the suture separated from the needle. That suture was no longer used and a second suture with of the same type with used. The same fault occurred, and new suture of 2-0 vicryl on sh was then used without incidence.